Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins was coming out of the pocket, sticking strait out, and bothering them. The patient had the ins repositioned from their back to their side and was unsure if the hcp 'messed it up or not' (see related pe?) The revision occurred on (B)(6) 2018. No further complications were reported.